Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and missing segment due to physical damaged to lcd glass. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, that they wore the pump in the water and damaged the screen on the insulin pump. Customer indicated that the insulin pump screen appears to have ink splotches on it. The customer's blood glucose was 145 mg/dl. Customer is unable to read the screen of the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The insulin pump is returning.